Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 and 4.2 failed. The field service engineer (fse) observed that all light-emitting diodes on the back of the module controller were illuminated. The pyxibus cable header was re-seated at the drawer controller for both drawers 4.1 and 4.2. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and it was not connected to bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.